Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/27/2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. Reportedly, the patient is an adult using a pediatric device no additional patient or event information is available. Labeling indicates: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.